Event description:
Customer complaint - limited data available. Customer stated taht the device overheated and turned their back red.

Event description:
Customer complaints: limited data available. Stated device overheated. Turned back red.